Manufacturer narrative:
(B)(6). The purpose of this MDR is to include the additional event information received on (B)(6) 2019. The additional event information resulted in a change in the reportability. This complaint does not meet the criteria for medical device reporting since the coil did not prematurely detached. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Section b5: additional information received indicated that there was no premature detachment with the second galaxy g3 mini coil, it was just stuck in the microcatheter. Additional intervention was not required to remove the coils. No excessive force was used at any time. There were no procedural delays due to the events. The devices were used as per instructions for use (IFU).

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The company is seeking this information through the event investigation. A manufacturing record evaluation was performed for the finished device l14573 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01156.

Event description:
As reported by a healthcare professional, during a cerebral coil embolization of a unruptured aneurysm at the left ic-dorsal, a 2mm x 6cm galaxy g3 mini (glm920060, l14573) was attempted to be inserted into the introducer, however, there was a resistance felt between the complaint coil and the introducer. The complaint coil did not advance. After the delivery wire was pulled, the complaint coil detached ¿early¿. The complaint coil was replaced with another 2mm x 6cm galaxy g3 mini (glm920060, l14573). The complaint coil attempted to be inserted, but the same issue occurred too. The complaint coil was replaced with another product (competitive coil), and it was used without any problems. The procedure continued. There was no patient injury reported. Initially, an approach was taken from the right femoral artery with a 6fr guiding sheath, advanced to the left internal carotid artery. Then a dd6 (dac) was also inserted, and the xt17 microcatheter and the sl10 microcatheter were approached to the target lesion. Around eighteen catheters (competitive coils, the g3 coils, etc) were implanted by double catheter technique. The customer states there is no additional information available.

Manufacturer narrative:
Product complaint # (B)(4). Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.